Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the patient¿s ovarian mass was removed intra-operatively, the patient was sutured with a barbed needle but the needle and suture detached. The sutures were replaced immediately. There was no patient injury.